Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had never been serviced. Visual inspection confirmed the reported issue. The root cause of the problem was a degraded downstream occlusion (dso) seal. The dso seal was replaced to correct the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a downstream occlusion seal (dso) degradation issue. There was no patient involvement.